Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a lead connection issue during the implant attempt. Specifically, a screw tightening problem was declared.

Event description:
The physician reported a lead connection issue during the implant attempt. Specifically, a screw tightening problem was declared.